Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and evaluated the device. The fse replaced reagent syringe part number zm011200 to resolve the issue. Beckman coulter internal identifier is (B)(4). Patient demographic information was not provided.

Event description:
The customer reported the au480 clinical chemistry analyzer generated erroneous sodium patient results. There were also qc (quality controls) issue occurred on multiple analytes. The erroneous results were not reported outside of the lab. There was no change in patient treatment in association with this event. Qc was within the laboratory's established ranges prior to this event.